Event description:
Blue cap (clave) on secondary port of tubing broke off while chemotherapy was being infused. Rn did not use any amount of force. Chemotherapy was being completed, rn attached secondary line for saline infusion and port broke off while attempting set up. Reported to manufacturer- product complaint # (B)(4).